Manufacturer narrative:
(B)(4). Batch r5at0p. Investigation summary: the analysis found that one pcee45a device was returned for analysis with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a left atrial appendectomy, the knife did not move forward at the firing. Before the firing, the jaws had a difficulty in opening and closing, so that the surgeon opened and closed the jaws for functionality several times. A yellow piece fell off between the firing trigger lock and the closing lever. No pieces were left inside the patient. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.